Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that there was a red alert for high shock impedance. Review logbook shows many episodes with noise on all channels, daily measurements were normal before the (B)(6) and even on the (B)(6) but the latest oor readings were likely for the (B)(6) and not yet reported. Discuss that typically getting all oor readings and episodes with noise is associated with device being explanted without tachy therapy turned off. Doctor did state that he believes this patient did die last week but will need to verify. Doctor will call the patient's home and investigate further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).